Event description:
Follow up reported the patient was still having concerns with their device or therapy but have not sought further help. It was also noted 'every time the patient gets the stimulation adjusted they have more problems.' It was noted device was currently set at 2.2 and the patient had an appointment scheduled for (B)(6) 2013.

Event description:
It was reported that the patient was seen by her health care provider (hcp) and manufacturer representative on (B)(6) 2012. The patient's program was changed and her amplitude increased. The next day the patient started getting "electrical pulses" into her vagina and it was "really hurting". The patient put up with it for two days and said she would do it for three days. On the third day, the patient was "shocking" herself when she was voiding. The patient was unable to stop voiding and unable to turn off her stimulation, which hurt so bad she was screaming. The patient stated she was not doing anything strenuous, but was getting shocked no matter what she did. The patient would walk, ride in the car, and sit down in the house and still get shocked. The patient could not stand it anymore and had to turn it "way down". The patient said with it down low, it would "spike" or increase by itself and then go back to normal. The patient stated that she was not turning it up or down by herself. The patient said that it was happening so often she could not track it and it would happen at "any old time". The patient stated that the "shocking" felt like "touching the outlet". The patient did not want to change the program or change the voltage. The patient also mentioned a return of symptoms, but was using a medication to help. The patient said that every time she had the program changed she had to turn it off a few days later. The patient also reported an overstimulation sensation. The patient did not have problems with her first implant, but this second one was "not working at all and only had problems since implant". Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3093-28, lot# v272019, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that the device finally did stop shocking her. The patient reported that in the past few months ¿it came back to life.¿ the patient reported that on the night prior to the report she got shocked; mostly it would start shocking around 9pm at night. The patient reported that it made her scream the first time she felt it. Additional information was received from the patient and it was reported that she thought the shocking returned after their stroke (stroke previously reported). The patient reported that she was bust and moving all day and at 8pm she quit and sat down and put her feet up for 2 hours and that was when she got the shocking. The patient reported that the first implant worked perfectly but she was disappointed she got the second one because it caused so much pain ¿ shocking within 2 years of implant. The patient reported that she would have a reprogramming session and be okay for a few days then the shocking would return. The patient reported feeling shocking in the vaginal area within 2 years of implant. The patient reported that the shocking subsided but recently returned.